Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator was unable to be connected to and the device was not charged. The device was explanted, and a new device was implanted to resolve the issue. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.